Manufacturer narrative:
The complaint was confirmed based on the field evaluation. The probable root cause is attributed to not enabling the node configuration.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the staff was encountering an issue where the generator was not connected or powered on. The staff had power cycled the generator multiple times but was receiving question marks on the monopolar and bipolar connections. System logs did not reflect any erbe errors. The reporter hard power cycled the system with no change. The staff connected the monopolar instrument to the universal surgical manipulator (usm) arm and the erbe and received a question mark. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the staff replace the monopolar cable a second time, but the staff elected to install a ft10. The tse explained the ft10 was not a validated energy unit; however, the staff was proceeding with the procedure. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with an external generator (ft10).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested the generator and found the generator was not enabled in node config. Fse enabled programming and tested. Electrical and mechanical adjustment made to correct reported problem. The system was tested and verified as ready for use. No parts were replaced.